Event description:
As reported by our affiliates in (B)(6), during transapical transcatheter aortic valve replacement (tavr) for native aortic valve, acute mitral regurgitation (mr) happened due to interference of chordae tendinae. A guidewire was inserted per manual and the position was confirmed with echo. Preoperative mr was moderate and it did not change at this moment. When a 26 mm certitude delivery system was advanced, the valve on the delivery system seemed to entangle the mitral chordae. Mr got worse and it resulted in blood pressure drop and shock condition. Percutaneous cardiopulmonary support (pcps) was initiation under chest compression. Dc shock was given at 200j and the patient returned to sinus rhythm. Because the valve was out of the balloon shoulder toward distal side, all devices including guidewire were removed as a set. Then, a 26 mm sapien 3 valve was successfully deployed with new devices. Hemodynamics were stable and mr was back to the preoperative condition. Pcps was terminated and the procedure was completed. The device was discarded at the hospital and would not be returned for evaluation.

Manufacturer narrative:
The delivery system is not available for return. Per the instructions for use (IFU), cardiovascular injury such as perforation or dissection of valvular structures [e.g., injury to the mitral valve/ apparatus] are known potential complications associated with the overall thv procedure. Chordae tendinae rupture in thv can occur during the advancement of the guidewire, bv catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases, intervention may not be required; however, if the rupture is significant, it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035'' soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change the direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035'' amplatz extra-stiff wire with the pre- shaped distal end in the left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. Per the instructions for use (IFU), (mitral valve insufficiency/ regurgitation) is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (delivery system seemed to entangle the mitral chordae) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to d4 and h4. Update to h6 and h10 for device evaluation. The valve remains implanted. Review of the related work orders above did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events were unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the device history record DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. The instructions were reviewed instruction for use (IFU), IFU for certitude delivery system (japan)device prepping manual, and procedural training manual. A review of IFU/training materials revealed no deficiencies. The complaint description states ''the valve on the delivery system seemed to entangle the mitral chordae. The mr got worse and it resulted in blood pressure drop and shock condition.'' Per the training manual, ''ensure coaxial alignment of guidewire, sheath, and catheter to the aortic annulus and aorta.'' A non-coaxial guidewire can interact with the patient's anatomy, which may have resulted in the delivery system's interaction with the chorda tendinea upon delivery system advancement. Additionally, it is possible the entanglement of the thv with mitral chordae may have led to the valve movement on balloon. Without the return of the complaint device or applicable imagery, there is insufficient information to determine a root cause. However, available information suggests that procedural factors (malpositioned guidewire, valve entanglement with chordae) may have contributed to the complaint events. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required.